Manufacturer narrative:
Eval is pending.

Event description:
On 11/29/2007, the sales rep reported that during a surgical procedure the screw dissembled possibly while the surgeon was loading the screw to the driver. There was no surgical delay and no injury to the pt.